Event description:
Patient received an acl procedure on (B)(6) 2013. Sometime post-op the patient developed an infection. No products have been removed from the patient at this time. Sales rep. Became aware of the patient's condition on (B)(4) 2013. Nothing unusual occurred on the date of surgery. Patient had surgical washout and was given antibiotic beads and IV antibiotics. The following smith & nephew devices were reportedly used during the procedure: fast-fix 360 curved pn72202468, lot 50440106 x 2 and lot 50424653 x2; endobutton cl ultra pn 72200147, lot 50437450 x 1; pla ha screw, 10x 25 pn72201785, lot 50437430 x 1. Reference additional complaints that captured these part numbers: (B)(4).

Manufacturer narrative:
No product is being returned for evaluation purposes. It was reported the patient experienced unknown post-op infection. However, there is no evidence that there is any correlation between the s&n devices used in the procedure and the patient's reported post-operative condition. (B)(4).